Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of one event for basal ganglia infarction and a large hemispheric hematoma. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a vista brite guiding catheter but the catalog and lot numbers are not available. As reported in the literature by möhlenbruch, m., seifert, m., okulla, t., wüllner, u., hadizadeh, d. R., nelles, m., urbach, h. (2011). Mechanical thrombectomy compared to local-intraarterial thrombolysis in carotid t and middle cerebral artery occlusions. Clinical neuroradiology, 22(2), 141-147. Doi:10.1007/s00062-011-0099-9; reports one patient that suffered from basal ganglia infarction despite full recanalization using a 8 french vista brite tip guiding catheter. The patient had only minor improvement but suddenly deteriorated due to a large hemispheric hematoma. During the procedure, the vista brite tip catheter was placed in the proximal internal carotid artery using the transfemoral approach. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Procedures requiring biopsy forceps should not be attempted by physicians unfamiliar with the possible complications. Basal ganglia infarction is a known potential adverse event associated with carotid stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Basal ganglia infarction can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported in the literature by möhlenbruch, m., seifert, m., okulla, t., wüllner, u., hadizadeh, d. R., nelles, m., urbach, h. (2011). Mechanical thrombectomy compared to local-intraarterial thrombolysis in carotid t and middle cerebral artery occlusions. Clinical neuroradiology, 22(2), 141-147. Doi:10.1007/s00062-011-0099-9; reports one patient that suffered from basal ganglia infarction despite full recanalization using a 8 french vista brite tip guiding catheter. The patient had only minor improvement but suddenly deteriorated due to a large hemispheric hematoma. During the procedure, the vista brite tip catheter was placed in the proximal internal carotid artery using the transfemoral approach.